Manufacturer narrative:
Reporter's phone number: (B)(6).

Event description:
It was reported that the battery is malfunctioning. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.